Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 325cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV. Both devices were found to be ruptured when correcting capsular contracture. The patient underwent bilateral explantation and replacement with similar mentor prosthesis at an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 18, 2022, mentor received lot 5613835 devices for evaluation. The device reported in this complaint was manufactured in leiden, netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's site phone:(B)(6). This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).